Event description:
The user facility reported that when the angio-seal device was in the fully locked position, the anchor did not grab on the vessel, it pulled straight through the artery. The procedure performed was a peripheral angiogram. The estimated blood loss was than 250cc's. There was no patient injury or surgical intervention required. Additional information was received on 30jan2025: a 6 french procedural sheath was used. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. Good pulsatile bleed back was achieved. Hemostasis was achieved by manual compression. The patient was stable. No additional intervention was required. It was able to be confirmed that the anchor and collagen was not left behind in the body and still attached to the device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample included the carrier tube and the hemostasis sheath. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were separate when they arrived. The carrier tube latches were set in a rear lock position. The anchor was attached to the carrier tube. The complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is determined to have been an obstruction at the distal tip of the hemostasis sheath, preventing the anchor from deploying and posting on the sheath tip. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).